Event description:
The consumer reported accidental reagent exposure to their nostrils when using the binaxnow covid-19 ag card ¿ otc test on (B)(6) 2026. The consumer indicated that they put the reagent in their nose and that there was a slight taste in their mouth. No reaction was noted and no medical assistance was sought. The consumer washed their mouth with water to alleviate the taste. No further information was reported.

Manufacturer narrative:
Investigation summary: abbott technical services (ts) confirmed that the customer washed their nostrils after contact with the reagent solution and did not experience any rashes; however, the customer reported briefly tasting the solution in their mouth and confirmed that they rinsed their mouth afterward. Ts attempted to obtain product details, but the customer was unable to provide them as all kit components and packaging had already been disposed of. Ts educated the customer that reagent solution contains sodium azide in concentration of 0.0125%. If the solution contacts the skin or eye, flush with copious amount of water. Ts educated the customer that the extraction reagent contains mixture of detergents, salts, and preservative in a water-based solution. Ts attempted to provide the contact number of the poison control center in case any irritation occurs. However, the user declined, stating that they trust and are confident in the education provided. Ts informed also the customer that a copy of the safety data sheet (sds) would be provided. However, the user stated that they do not have an email address to receive it. No additional investigation is necessary as a product deficiency was not identified. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.